Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the subject device by omsc confirmed following; the subject devise was connected to the video processor and left for one hour with power turned on, to assess if the reported phenomenon could reproduced, however the reported issue did not reoccur. To evaluate further, the universal cord and the video cable were twisted while the subject device was still connected with the video processor, and the bending section was angulated, however, there was no abnormality in the endoscopic image. There were residual substances of chemical solution or water on the electrical contacts of the video plug. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Although the exact cause of the reported phenomenon could not be conclusively determined, short-circuit due to water or chemical solution at the electrical contacts might have caused this phenomenon temporarily.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be determined at present, because the subject device is under the investigation. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, image of the subject device disappeared. The user facility replaced the subject device with another device, and completed the procedure. There was no patient injury reported.